Event description:
It was reported that the drive support cap on the insulin pump is loose. Customer was advised not to push back the drive support cap. It was confirmed that the customer has back up plan. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.